Event description:
It was reported that during a lap sigma procedure, the last reload did not fire easily, but the surgeon was of the opinion that the staple line was fine and only performed a visual test, no blue testing. Postoperatively bleedings were found in the whole mesenterium. The surgeon was of the opinion that the staples were not really closed, which led to the bleeding in the mesenterium. The patient was returned to the or. The surgeon did not see unformed staples, but still assumed that unformed staples were the source of the bleeding. The patient is fine.